Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular arrhythmia episode during which the healthcare professional (hcp) delivered two external shocks. Following the external shocks, the rhythm accelerated into torsades de pointes. Technical services (ts) successfully faxed the corresponding reports to the hcp for review. This device remains in service. No additional adverse patient effects were reported.